Manufacturer narrative:
(B)(4) date sent: 8/1/2023 additional information was requested and the following was obtained: the patient received a colostomy to allow healing. The surgeon will evaluate the readiness of the patient for a re-anastomosis depending on the fitness of the patient for surgery. Upon review of the additional information provided, it was concluded that this event is being considered a serious injury. B1, b2, h1.

Manufacturer narrative:
(B)(4). Date sent: 8/31/2023. Additional information was requested and the following was obtained: due to the course of action of the procedure the patient required a temporary ostomy to divert faecal matter until the surgeon could re-evaluate the suitability of the patient for a reanastomosis to connect the proximal gut to the distal gut. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What anatomical structure bring fired on? Which device was used along with the ecr60d? Was there any issues with staple formation noted with the device? Did the healthcare professional wait 15 seconds after closing the device before firing? Was the issue with endo cutter or circular cutter? Please provide timeline of events. What surgical task was being performed when the staple line pulled apart? Was the colostomy planned or unplanned? Condition of tissue during anastomosis. Any there any pictures or video available from the procedure?

Manufacturer narrative:
(B)(4). Date sent: 11/16/2023. Additional information was requested and the following was obtained: what anatomical structure bring fired on? The distal stump of the colon specifically lower sigmoid. Which device was used along with the ecr60d? Psee60a for the transection of the colon and the powered circular stapler for the anastomosis in question. Was there any issues with staple formation noted with the device? None disclosed or voiced by the surgeon. Did the healthcare professional wait 15 seconds after closing the device before firing? Yes, the rep was present in theatre and informed the surgeon of this step as stipulated by the IFU of the device. Was the issue with endo cutter or circular cutter? After the transection, the staple line in the distal stump came apart despite the circular stapler being applied distally according to the IFU with the trocar fully receded in the staple housing. Please provide timeline of events: this event took place towards what would have been the end of the procedure while the anastomosis was being created. What surgical task was being performed when the staple line pulled apart? The anastomosis was being created-it was while the circular stapler was being applied to the inside of the distal lumen trans-anally. Was the colostomy planned or unplanned? Unplanned (the intent was the creation of a surgical-stapling anastomosis). Condition of tissue during anastomosis. The surgeon voiced that there was some tissue fibrosis but not to the extent that the surgeon felt the need to leave a stump and create a diverting colostomy, the decision was made to proceed with the surgical anastomosis. However following this incident the surgeon was forced to create a diverting colostomy. Any there any pictures or video available from the procedure? No, this was not done in an academic center.

Manufacturer narrative:
(B)(4). Date sent: 1/10/2023. Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that the device was used to resect the distal colon, and the device seemed to work as expected. However late in the case as the end to end anastomosis was being made, the circular stapler was applied intraluminally to the distal stump and with minimal pressure the staple line came apart. This resulted in the need to suture the distal stump closed. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 1/13/2023. Additional information: no patient consequence which the surgeon did not foresee following the surgery performed. The surgeon sutured the distal stump closed, as determined to the clinical indication at the time of surgery.